Event description:
Boston scientific received information that this right ventricular (rv) lead had incurred physical damage on the lead body and insulation. This rv lead was taken out of the old pulse generator however the lead insulation separated and the coil was exposed. This rv lead was then surgically abandoned. No adverse patient effects were reported. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.